Event description:
It was reported that the patient had post operative course complicated by left ventricular outflow tract (lvot) thrombus, hemorrhagic shock, and renal failure. The pump speed was set at 7000 rpm but running at 6000 rpm. Log files were submitted for review and the event log file was full of pulsatility index (pi) events on 10jun2025. The periodic log file captured 2 low flow alarms when the calculated pi was elevated on (B)(6) 2025. The estimated flow was fluctuating below the 2.5 lpm threshold. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults seen in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus couldn't be confirmed through this evaluation. Review of the submitted log files couldn't confirm low flow alarms. A specific cause for the reported alarms could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events on 10jun2025. A majority of the file captured pulsatility index events, which would have overwritten older events, by design. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, document rev. D and the heartmate 3 lvas patient handbook, document rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, bleeding, and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, addresses pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.